Event description:
It was reported that during the explant procedure of a pacemaker on (B)(6) 2026, it was noted that this lead exhibited high pacing thresholds and loss of capture (loc). As a result, this lead was replaced in the same procedure. Once it was removed, the physician found that the helix could not be retracted and had black substance around. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.